Event description:
Healthcare professional reported approximately 3 weeks after injection across the jaw line with "juvederm voluma xc," the pt experienced an abrasion, like a rough area on one of the cheeks. Medrol was provided as treatment. The pt was also being treated for an upper respiratory infection at the same time and was prescribed z-pack for the infection.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of "abrasion" and upper respiratory infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.